Event description:
The facility reported a pump with no alarm at the end of the pt control analgesia (pca) testing. This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The device has not yet been received by baxter. A f/u report will be submitted when the device has been received, and the evaluation has been completed.